Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was displayed as "high"; although specific value was not provided. The customer administered a correction bolus via the pump to address the elevated bg. It was also reported that the customer experienced a low bg displayed as "low" (specific value not provided). Cause was not known. Customer consumed carbohydrates to address the low bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.